Manufacturer narrative:
Integra has completed their internal investigation on 12 may 2016. The product was not returned for evaluation. A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. (B)(4). Conclusion: a review of the device history record did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories. Additionally, because the product was not returned for evaluation, no root cause could be established for the failure mode described in the customer complaint.

Event description:
It was reported that the 1104l camino intracranial pressure monitoring catheter was in use for 24 hours and then was no longer recognized by the camino monitor. The monitor was tested and found to be functional. A new probe was inserted as a result. The incident occurred on (B)(6) 2016 on a (B)(6) male patient. No patient injury or death alleged and revision or medical intervention was reported as 'no', however a new probe was inserted as a result of the catheter problem. Additional information has been requested and is pending.